Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient was unable to drive at night due to halos and glare. Clinical reason being mentioned as patient dissatisfied with post operation results. The iol was explanted and exchanged for an unknown atiol (advanced technology intraocular lens) in the secondary implant procedure. Additional information has been received stating that the lens was exchanged with the different model with same diopter company toric lens.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).